Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of the inflatable penile prosthesis (ipp) exhibited limpness. As a result, the pump was explanted and replaced. No patient complications were reported.